Manufacturer narrative:
Section h4: additional information. Manufacturer's investigation conclusion: the reported event of no external power alarms regarding the mpu was confirmed via the log files. Two log files were reviewed, collectively containing data that spanned approximately 46 days (B)(6) 2020 ¿ (B)(6) 2020, per time stamp. The pump maintained speeds above the low speed limit while connected to the driveline. Three no external power events regarding the mpu were observed, occurring on (B)(6) 2020, (B)(6) 2020, and (B)(6) 2020. These events appeared to have been caused by a loss of ac power while the mpu was in use, as the rsoc values steadily decreased. The alarms resolved when power was restored to the system. No other notable events associated with the mpu were observed. The mpu (serial number (B)(6), was not returned for analysis. Information regarding the activation of the alarms was requested multiple times; however, responses were not received. The root cause of the observed losses of ac power within the data was unable to be conclusively determined through this analysis. Review of the device history record for the mobile power unit, (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on (B)(6) b2017, via customer order (B)(4). The heartmate ii patient handbook describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was experiencing multiple no external power alarms. The log file captured several low voltage hazard and no external power events all throughout the log and only while the device was connected to the mobile power unit (mpu). In all cases the mpu lost total power enabling the backup battery in the controller until power was restored to the mpu.